Event description:
A malfunction alarm was reported by the customer, identified as malfunction code malf 0, which was not resettable. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to use multiple daily injections as a backup therapy until a replacement pump with updated software was provided. Technical support confirmed the shipping address and instructed the customer on how to return the defective pump using a pre-paid label within ten days to avoid charges. The customer was also given instructions on storing the pump and how to connect their continuous glucose monitor to the replacement pump.